Event description:
It was reported that pink discolored aspirated drug had been observed and it was noted to have occurred usually when gone through a blood vessel at a refill, and had occurred 'years and years ago.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).